Event description:
The laser system has the following problem: "no energy when footswitch is pressed". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to internal component failure. After the replacement of this component, the laser system restarted to work correctly. We are unaware about patient injury.